Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was in an acute altered mental status, unresponsive and agonal breathing at around 0230-0240 with dilated/fixed pupils and gaze. Pulsatility was lower per bedside nurse at 1.8-2.0 from priors. The rapid response team called code blue, and the patient underwent 9 rounds of cardiopulmonary resuscitation (CPR), 4 doses epinephrine, and a large dose of bile from endotracheal tube placement at 8th round CPR. No doppler signals, flows noted to be around 3.5l throughout, no alarms. No doppler pulses found at any time and pulseless electrical activity advanced cardiovascular life support algorithm concluded at time of death. The patient was then extubated, and the pump was turned off. The patient passed away at 0306. Log files were submitted for evaluation. The submitted log files appeared to capture clusters of pi events, routine power source changes, and a few set speed changes. The log also contained the onset of low flow hazard events on (B)(6) 2026 at 3:12am. The low flow hazard events continued until the driveline was disconnected from the system controller on (B)(6) 2026 at 3:21am. The pump was able to maintain the programmed set speed until the pump was disconnected from the system controller. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Review of the log files showed the system functioning as intend when the driveline was connected. No notable events or alarms were captured. The device was not returned for evaluation. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D, is currently available. Section 1 of the IFU lists neurological events (not stroke related), respiratory failure, and death as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ lists neurologic dysfunction as a potential late postimplant complication. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.